Event description:
Received by an internal employee: while brushing her teeth she found bristles in her mouth. She had tossed the one that was defective but was able to supply the remaining brushes in the multipack of brushes.